Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was also noted the health care professional (hcp) had discussed with technical services (ts) the week prior about a signal artifact monitor (sam) event and a concern about missing right ventricular (rv) lead auto-capture trend data. Subsequently, the device was explanted and replaced with a non-boston scientific product. The explanted device will be returned for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
The device was expected for return but has not been received. If the product is returned, analysis will be performed, and a report will be updated at that time. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was also noted the health care professional (hcp) had discussed with technical services (ts) the week prior about a signal artifact monitor (sam) event and a concern about missing right ventricular (rv) lead auto-capture trend data. Subsequently, the device was explanted and replaced with a non-boston scientific product. The explanted device will be returned for analysis. Outside of the revision, no adverse patient effects were reported.